Event description:
It was reported that the reservoir leaked. The current blood glucose reading is 252 mg/dl. Customer could not determine the location of the insulin leak. Customer noticed insulin in the reservoir compartment two days ago. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked in place properly.